Event description:
As per our china affiliate during a transfemoral transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve during withdrawal of the 23mm commander delivery system (ds), a left ventricular perforation was noted. There was difficulty crossing the native valve with guidewire and advancing the ds through the native valve. During removal, the stiff guidewire and ds were removed together. The patients severe horizontal heart anatomy resulted in non-coaxial alignment, which made system maneuverability difficult for the operator. The patient was converted to open chest surgery to suture the perforation. The patient was in stable condition. As per medical opinion, the root cause was that the guidewire caused the perforation.

Manufacturer narrative:
The investigation is ongoing.